Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV as well as "creases". Device has been explanted..

Manufacturer narrative:
Device evaluation: the weight the device within specification, creases fold, wear abrasion and white particles in the shell. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases are observed but have no relation to the manufacturing because the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV as well as "creases". Device has been explanted.